Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying communication loss. No harm or injury was reported. The cns was monitoring bedside monitors (bsm's) and transmitters at the time.

Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss.